Manufacturer narrative:
On 06/30/2009, the surgeon reported that the pt is in good condition and the pt's hospitalization was not prolonged. The following additional info was provided: the cannula and port placements were sutured in place. There was no loss of insufflation and no pt movement was observed; however, there was movement of the camera. The surgeon reported that the camera pulled out with the port and burned the pt's abdomen; however, the events happened so fast, the surgeon is unsure if contact was made. Based on the info provided, it was determined that movement of the camera likely contributed to the event and that the da vinci s surgical system did not malfunction in a way that would cause or contribute to the pt's injury. As of 06/30/2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while completing a da vinci s left side pyeloplasty-cystoretrograde procedure, the 8.5mm camera port with the camera installed became dislodged from the pt while attached to the camera arm. The surgical staff immediately turned off the light source, reintroduced the camera port and turned the light source back on. The surgical procedure was completed; however, while closing the port sites, the surgeon observed an 5mm "superficial" burn located above the pt's umbilicos. Bacitracin ointment was applied to treat the burn injury.